Event description:
It was reported that (4) devices were used during a gastrectomy. It was reported by the affiliate that the pmw35 staples malformed. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.